Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: sample issue. Note test strip-(B)(4). Manufacturer contacted to ensure the new product replacement resolved the initial concern; customer stated is comfortable with the new product blood glucose readings.

Event description:
Consumer reported complaint for e-5 with symptoms. The customer is concerned with tests results from results obtained of e-5. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling hot, fatigued and tired. The product is stored location is undisclosed. Customer states he will seek medical attention as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history: memory concerns: while troubleshooting the e-5 error message the customer stated that he was feeling " hot, fatigue, and tired". I advised the customer to seek medical attention but the customer declined and wanted to continue to troubleshoot. I explained to the customer that the e-5 error message can mean that his blood sugar is 600mg/dl or above. The customer stated that he took his blood sugar on another meter that he had and that it registered as "hi" which he states is above 600 mg/dl. The customer stated that he was around family and had people looking after him if he began to feel worse. The customer informed me that right before speaking with me he gave himself 40 units of humalog 70/30 as prescribed when his sugar is 600 mg/dl fasting. I advised the customer that should he continue to feel symptoms of high blood sugar to seek medical attention. I attempted to run a blood test with the customer again and it produced the e-5 error again. The customer informed me that his blood sugar has been high in the past but he has recently had it "under control". The customer stated that he was going to check it again before bed and if it produced the e-5 again he would go to the hospital.